Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported.

Event description:
It was reported that this pacemaker had one year battery remaining with an abnormal high power consumption. This pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had one year battery remaining with an abnormal high power consumption. This pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.